Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: device manufactured between august 28, 2019 to august 29, 2019. H10: three (3) actual devices were received for evaluation. A visual inspection was performed and observed dark foreign matter inside the fill port connector of sample 1, dark foreign matter at the fill port connector thread area of sample 2 and white foreign matter on the inside of the bag above the fill port area of sample 3. Functional testing was not performed for this complaint. The reported condition was verified. The cause of the condition could not be determined.this issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.   .

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had black foreign material. This was identified prior to use. There was no patient involvement. No additional information is available.